Event description:
It was reported, the patient's device was replaced within a new pocket as it was very close to eroding through the patient's skin. The patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not completed as of the date of this report. A follow-up report will be sent when the analysis is complete.